Event description:
It was reported that during a tumor resection the navigation system registration would not allow for surface matching, and therefore, the accuracy was not optimal. The use of navigation was aborted without any adverse consequences or clinically significant procedural delays.

Manufacturer narrative:
The request log files and folders were not provided for review, therefore, a root cause was not determined.

Event description:
It was reported that during a tumor resection the navigation system registration would not allow for surface matching, and therefore, the accuracy was not optimal. The use of navigation was aborted without any adverse consequences or clinically significant procedural delays.